Manufacturer narrative:
The otv-s190 was sent to olympus keymed. When the service engineer confirmed the operation of the otv-s190, the communication error "b30" was reproduced. The service engineer found signs of corrosion on the connector connecting the endoscope/camera head. The service engineer thought that malfunction occurred in communication between the otv-s190 and the scope/camera due to the corrosion of this connector. Investigation at olympus medical systems corp. (Omsc) has not been done yet. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During an unspecified procedure of urology using the otv-s190, communication error "b30" occurred. The user stopped the otv-s190 and canceled the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
The otv-s190 was sent to olympus keymed. When the service engineer confirmed the operation of the otv-s190, the communication error "b30" was reproduced. In addition, the service engineer found signs of corrosion in the scope connector of the otv-s190. After that, the subject device otv-s190 was not returned to olympus medical systems corp. (Omsc). Omsc analyzed the DHR of the subject otv-s190, no abnormality was found. The instructions for use of the otv-s190 include warnings or cautions describing how to handle the subject device when any irregularity is observed. Identification of the faulty part and cause of the fault could not be specified, but corrosion of the scope connector occurred after shipment, possibly caused "b30". There is a possibility of corrosion occurred, because the electric contact of the scope connector did not dry enough.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".